Event description:
Complainant alleged that while transporting a patient, the device displayed a "defib fault" or a "pacer fault" message. The device was removed from service and biomed testing was unable to duplicate the malfunction. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.